Manufacturer narrative:
UDI: (B)(4).

Event description:
In (B)(6) 2013, this 23 mm sjm trifecta valve was implanted. In (B)(6) 2016 (exact date unknown), the valve was explanted due to premature calcifications on the valve cusps causing severe symptomatic aortic valve stenosis. A 23 mm ats valve was implanted. Per report, the patient has been discharged.

Manufacturer narrative:
The results of this investigation concluded leaflets 1 and 3 were fibrotically thickened. Calcifications were confirmed in all three leaflets, with immobilization of all three leaflets. Fibrous pannus ingrowth was observed on the inflow surface of leaflets 1 and 3, and outflow surface of leaflet 1. No acute inflammation was observed. No evidence was found to suggest the cause of the fibrous thickening, calcifications, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.